Event description:
On july 21, a false negative was reported to celltrion cs center (contactworks). The customer states they are a disease physician scientist. They utilized multiple manufacturer's home test kits while recovering from a covid-19 infection and received multiple negative results when a positive was expected, and received by other kits. Customer has provided records of tests taken throughout july. That word file containing photos of the test results is attached with the report. This word file contains 3 false negative cases for the celltrion diatrust covid-19 ag test. This case corresponds to the july 17th report, the second day of july 16th, july 17th, and july 18th. The customer did state they did not test with celltrion kits until experiencing a "relapse". The customer confirmed they did follow the IFU instructions while testing. They did not utilize the safekey app. The customer is not requesting a replacement, they are notifying of the potential false negatives. Pcr testing was not done and results are not available to validate.